Event description:
During a ptca treatment procedure of a 95% moderately calcified stenosis in the lad, proximal to the origin of the diagonal branch, the physician experienced crossing difficulties. The physician had chosen to direct stent the lesion in the lad. He was able to advance the express2 stent to the proximal lad, but was unable to cross the lesion. When he pulled the stent delivery system back into the guide catheter, it was noted that the stent was not on the balloon. He was not able to locate the stent using fluoroscopy, however, he did note the tip of the guiding catheter appeared to be darker than usual and he felt that possibly the stent was at the tip of the guide catheter. Maintaining guidewire position in the distal lad, he attempted to retrieve the stent using another wire, but was unsuccessful. The physician performed a series of dilatations using 2.0 and 3.0 maverick balloons, in the area of severe stenosis in the lad, in the area where the stent was suspected to be dislodged and in the area proximal to the stent. It was noted that the stent was fully deployed in the proximal lad, but a residual filling defect was noted in the area of the lesion treated by ptca (originally intended to be treated by stenting). The patient developed chest pain, nausea and EKG changes during the dilatations. A temporary transvenous pacemaker and an intraaortic balloon were inserted during the procedure. The patient was sent to the operating room within 1/2 hour for coronary bypass and possible aortic valve replacement. The physician indicated he sent the patient for surgery as he was uncertain of the position of the stent in the coronary anatomy. He believes it was deployed proximal to the lesion he intended to treat and the ptca results were suboptimal. Pt was in stable condition at the time of transfer and is reported to be doing well post operatively.